Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique without the use of a sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The suture of the first proglide device was successfully pre-placed. During use of the second proglide device, the suture was not present when the plunger was removed. The suture of a third proglide device was pre-placed successfully. The tavi procedure was completed using a 20f sheath. Post procedure, hemostasis was achieved with the two successfully pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was not present when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.